Event description:
Customer states she had to go to the hospital because she got an infection on her finger from pricking it. Customer states she was not changing the lancet each time she tested. Customer states she has cellulitis and requires treatment with oral antibiotics. Requested return of suspect device and replacement was sent.